Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt dizzy, nauseous, and almost passed out. When she checked her cgm mobile device, it was showing 230 mg/dl. She then compared it using a fingerstick, which showed 70 mg/dl. No treatment or medication was given at that time. She went directly to the hospital, and in the emergency room (ER), her bg was tested and showed 70 mg/dl, while the cgm was reading around 200 mg/dl. She was given IV fluids and had bloodwork done. She stayed in the ER for 11 hours. Upon discharge, she was already feeling better but still tired. Her bg was not checked again before discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.